Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staple could not fire during use. Therefore, the md replaced it to the new one and completed the procedure. No injury to the patient occurred."

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. The stapler was returned with an estimated 36 staples remaining in the cover block. The trigger was returned non engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler. Upon functional testing, multiple fire attempts resulted in no staples firing. The staples were also able to move freely in the cover block, which resulted in them becoming severely misaligned. The staples were also able to move freely in the cover block, which resulted in them becoming severely misaligned. The device was then disassembled for further inspection. It was observed that the saddle spring was attached to the shuttle, rather than the pusher. This was preventing the staples from being pushed forward while engaging the trigger. Die stamping anomalies were discovered on the forming tool. Nonconformance was opened by the manufacturing site to further investigate this issue. DHR review could not be conducted since the lot number was not provided. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. Upon functional testing, multiple fire attempts resulted in no staples firing. The staples were also able to move freely in the cover block, which resulted in them becoming severely misaligned. The staples were also able to move freely in the cover block, which resulted in them becoming severely misaligned. The device was then disassembled for further inspection. It was observed that the saddle spring was attached to the shuttle, rather than the pusher. This was preventing the staples from being pushed forward while engaging the trigger. Die casting anomalies were discovered on the forming tool. Nonconformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staple could not fire during use. Therefore, the md replaced it to the new one and completed the procedure. No injury to the patient occurred."